Manufacturer narrative:
Catalog #: corrected from 20390 to 20390-90, lot #: corrected from na to 060815349, exp date: corrected from na to 08/31/2017. Device manufacture date: corrected from 10/2015 to 08/2015. Evaluation codes: method codes: actual device not evaluated. Results codes: no results available since no evaluation performed. Conclusion codes: failure to follow instructions. Asp investigation summary: the investigation included a review of the batch history record, complaint trending, failure mode evaluation analysis (fmea), system risk analysis (sra), visual analysis, supplier evaluation, and retains analysis. The batch history record showed no anomalies identified with the processing of this batch that would have affected the functional specifications of the product. Complaint trending for the lot history was reviewed from 10/25/2015 to 4/22/2016 and trending was not exceeded. The fmea was reviewed for "color incorrect" and was within the acceptable limits. The sra was reviewed for "procedure related" and was determined to be a low risk. Visual analysis was not performed as the product was not available for return. The supplier was not notified as this was not identified as a manufacturing or functional issue. Retains testing was not performed as the issue was not identified as a manufacturing or functional issue. The likely assignable cause is was failure to follow instructions. The cidex® opa solution and soaking tray instructions for use (IFU) were sent to the customer for further education. The issue will continue to be tracked and trended.

Manufacturer narrative:
Correct catalog #: 20390-90, correct lot # 060815349, correct exp date: 8/31/2017. The customer was advised to follow the IFU for proper cleaning and disinfection of their instruments and proper cleaning of their soaking trays in order to avoid residue build up and discoloration of the cidex® opa solution.

Event description:
A distributor reported their customer is having difficulty with the cidex® opa solution changing color after one day of use and having to discard it. They stated they are cleaning the instruments with water only and drying the instruments prior to placing them in cidex® opa solution, and they are not using an enzymatic cleaner. They also stated they do not test the cidex® opa solution prior to each use. There is no serious injury or infection reported with this issue. Advanced sterilization products (asp) informed the customer to follow the instructions for use (IFU), which states to clean the instruments first with an enzymatic cleaner before placing into the cidex® opa solution. In addition, the IFU states to test the solution for the minimum effective concentration (mec) with cidex® test strips prior to each use. As a matter of policy, asp has decided to report this issue since the cidex® opa solution was not being properly tested before use, and the affected instruments cannot be guaranteed to be high-level disinfected.